Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy procedure using the device, the handpiece experienced energy activation and sealing issues, as no seal was achieved. There was no evidence of energy delivery and end tones were heard. It then followed by an incomplete seal cycle occurred after approximately 1.5 hours. The issue arose while sealing fat and thin tissues approximately 3-4 millimeters thick, and the jaws were cleaned when eschar was present. The device was plugged into a generator at the time of the event, and another device was used successfully with the same generator. No bleeding was reported, and there was no patient impact.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found seal plate damage, consistent with arcing. Functional testing noted that the device's jaw opening and closing mechanism was f unctioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. No electrical or wiring issues were found. It was reported that there was an alarm activation and the device stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The damage to the seal plate(s) is consistent with inadvertently closing the jaws on a hard/metallic object and activating the device. Damage to the seal plate can result in alarm activations and difficulty with activating the device. It was also reported that there was no seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure using the ligasure vessel sealing device, the handpiece experienced energy activation and sealing issues, as no seal was achieved. There was no evidence of energy delivery and end tones were heard. It then followed by an incomplete seal cycle occurred after approximately 1.5 hours. The issue arose while sealing fat and thin tissues approximately 3-4 millimeters thick, and the jaws were cleaned when eschar was present. The device was plugged into a generator (vlft10gen) at the time of the event, and another ligasure device was used successfully with the same generator. No bleeding was reported and there was no patient impact.